Event description:
It was reported that the patient underwent a lead explant procedure due to an infection. It was noted that the infection was located at the ipg site which was a competitors device. The patient was prescribed with antibiotics and the explanted leads were discarded by the medical facility. No device malfunction suspected.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(4). Batch: 7035330.